Event description:
A distributor contacted stryker to report that a customer¿s device was automatically powering down when moved. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has received device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A distributor contacted stryker to report that a customer¿s device was automatically powering down when moved. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon evaluation, the device memory logs confirmed that the device had shut down without properly completing normal shut down sequence. This fault was attributed to a pogo pin failure. The device was scrapped by heartsine.